Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. The customer's blood glucose level was affected and displayed as high, exceeding 500 mg/dl. To address the issue, the customer administered a correction bolus via the pump and did not require third-party assistance. Technical support confirmed the cartridge alarm, guided the customer to remove the cartridge, deliver a bolus, and helped reload a new cartridge, allowing the customer to successfully resume insulin therapy. The issue was resolved.